Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly and no display anomaly was noted. However, moisture damage was noted on the keypad traces.

Event description:
Customer reported that the numbers on the insulin pump were scrolling without input from the customer. It was noted that the insulin pump was worn in the bra and may have been exposed to sweat. Customer's blood glucose reading at the time of the call was 204 mg/dl. No further information reported.